Event description:
It was reported that the patient underwent a catheter revision. No symptoms were reported. A follow-up will be sent if additional information becomes available.

Manufacturer narrative:
.